Event description:
It was reported that during use with 15 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer reports overfilled tubes for cat 363083 lot 3016601.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples by functional testing. No issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 15 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes overfilled. There was no report of patient impact. The following information was provided by the initial reporter: customer reports overfilled tubes for cat 363083 lot 3016601.